Event description:
It was reported that the patient had chest pain, pericardial perforations of both the right ventricular (rv) and the right atrial (ra) leads, ventricular and atrial hematomas, tamponade, pleural effusion and pericardial effusion. Pericardiocentesis was performed and the (rv) and the right atrial (ra) leads were repositioned. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.